Event description:
Information from a healthcare professional, via a manufacturer representative, reported out of range impedances on contacts 1-7 during replacement of the implantable neurostimulator (ins). It was unknown what factors may have led or contributed to the issue. Diagnostics and troubleshooting included impedance test, wiping of contacts, and a screw check. The canal was changed and, with contacts 8-16, the impedance were all in range and the patient could feel stimulation correctly. The ins was connected to the working contacts and the patient was fine. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.